Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation was in the wrong location. The device was turning itself off. The stimulator appeared to be closer to the skin. Additional info was requested.